Event description:
It was reported that the ilet delivered a large insulin dose after a usual breakfast meal announcement, with one event leading to approximately 15.7 units and subsequent hypoglycemia; the caregiver noted frequent use of ¿less than¿ meal announcements and requested a reset of meal announcements, which would require a factory reset per clinical direction. Symptoms included hypoglycemia with a reported glucose nadir of 39 mg/dl. Outcomes included transient low glucose lasting about 30 to 40 minutes without hospitalization, professional medical intervention, or use of backup therapy beyond oral glucose. Investigation included review of synced device data and user-reported history, as well as provision of education on consistent meal announcements to support algorithm learning. Investigation of this case revealed that inconsistent meal announcement sizing likely led to algorithm mislearning and an excessive insulin dose for the usual breakfast announcement. It was concluded, based on previously established findings for similar reports, that user technique and training needs were the most likely causes.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.